Manufacturer narrative:
Customer complained that the control solution out of the range problem. Manufacturing records will be reviewed right after receiving the control solution and test strips serial number and other information. The control solution and test strips is not returned yet. Relevant investigation will be initiated after receiving those information. The user has not yet provided the nonconforming control solution and strips or related information. The fields for lot or batch number, serial number, and manufacturing date cannot be filled in. If the user provides the relevant information later, it will be filled in accordingly.

Event description:
Customer complainted that the control solution out of the range problem.